Manufacturer narrative:
(B)(4). Date sent 1/29/2026. D4 batch # video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows the jaw of an instrument with a loaded cartridge inside the body cavity, along with two additional surgical instruments. At the 00:07 mark, the device is positioned and closed over the tissue. At the 00:41 mark, the device fires; however, movement in the jaws is observed, as if articulation occurred while closed over the tissue. At 01:17, the jaw opens, and it is confirmed that the staple line was complete. At 01:56, the anvil opens and returns to a straight position, apparently being withdrawn from the body cavity. At the 02:05 mark, the jaw of an instrument with a loaded cartridge is again visible. At 02:11, the anvil appears to articulate slightly. At the 02:35 mark, the device is placed and closed over the tissue. At 03:09, the device fires; however, movement in the jaws is again observed, as if articulation occurred while closed over the tissue, and bleeding is noted at the distal end of the jaws. At 03:31, the jaw opens, and it is confirmed that the staple line was complete. No conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97x09, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a robot-laparoscopic distal gastrectomy (rdg) procedure at gastric body resection, the device approached in an articulated state and fired as it is. During the firing (while the knife was moving forward), the articulation suddenly returned to a straight position. There was no effect on the patient, such as bleeding. The tissue was cut properly. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2025 d4: batch #unk . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/06/2025. D4: batch #a97x09. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The articulation mechanism was totally functional during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97x09, and no non-conformances were identified.